Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-linear leads, upn: (B)(4), model: db-2202-45, serial: (B)(4), batch: 7072949, product family: dbs-linear leads, upn: (B)(4), model: db-2202-45, serial: (B)(4), batch: 7073001. Product family: dbs-extension, upn: (B)(4), model: nm-3138-55, serial: (B)(4), batch: 7073725. Product family: dbs-extension, upn: (B)(4), model: nm-3138-55, serial: (B)(4), batch: 7076050. The device was not returned for analysis and the complaint of infection could not be confirmed. Record review revealed no additional information related to the complaint. The investigation is unable to determine a probable cause for the complaint; therefore, the cause cannot be established.

Event description:
It was reported that the patient had drainage at the lead incision site and swelling at the ipg pocket site. Patient underwent an explant procedure to remove the entire dbs system, and was placed on antibiotics. A culture was taken, but results were not provided. It is unknown what caused the infection.